Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. Upon investigation the monitor displayed a service code 102 (charge profile fault). Multiple components on the defibrillator pca were electrically damaged. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. Electrode belt sn (B)(4) was returned to the distributor for evaluation. The distributor evaluation and testing determined that the electrode belt ECG acquisition and pulse delivery circuitry was fully functional. There is no indication of any electrode belt malfunction. There is no indication that the damaged components on the monitor caused or contributed to the patient's death, as the patient was in bradycardia and asystole at the time of the event, which are considered non-treatable rhythms. The damage to the monitor did not cause the high-frequency noise that was observed during the event. The source of the high-frequency noise has not yet been able to be identified.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016. Device download data shows that the patient went into periods of bradycardia and asystole beginning at 05:29:24 with intermittent response button use. The last time the response buttons were pressed was at 06:15:01. It is unknown if the response buttons were pressed by the patient. Asystole and bradycardia are considered non-treatable rhythms. At approximately 7:07 am high-frequency noise was observed on both ECG channels. The source of the high-frequency noise is not known. The lifevest's battery pack was fully depleted at approximately 9:16 am and the device shut down. Ems found the patient, removed the lifevest, and transported the patient to the hospital. The exact time ems found the patient is currently unknown. The patient passed away in the hospital at 3:30 pm while not wearing the lifevest.

Manufacturer narrative:
Follow-up report #1: additional information - 09/28/2016. Device evaluation of monitor sn (B)(4) was completed. Resistor r45 was open on the computer/analog pca, causing the service code 102. The lifevest was left powered on for approximately three hours after it was removed from the patient. During this time the monitor converter was active due to the presence of high-frequency noise. The source of the noise has not been able to be determined. The r45 resistor was overstressed due to the monitor converter circuitry being active for these three hours. There is no indication that monitor malfunction caused or contributed to the patient death. The patient was in bradycardia/asystole prior to ems arriving and removing the lifevest. Device evaluation of monitor sn (B)(4) is underway. Upon investigation the monitor displayed a service code 102 (charge profile fault). Multiple components on the defibrillator pca were electrically damaged. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. Electrode belt sn (B)(4) was returned to the distributor for evaluation. The distributor evaluation and testing determined that the electrode belt ECG acquisition and pulse delivery circuitry was fully functional. There is no indication of any electrode belt malfunction. There is no indication that the damaged components on the monitor caused or contributed to the patient's death, as the patient was in bradycardia and asystole at the time of the event, which are considered non-treatable rhythms. The damage to the monitor did not cause the high-frequency noise that was observed during the event. The source of the high-frequency noise has not yet been able to be identified.

Event description:
Follow-up report #1: additional information - 09/28/2016. Additional information on the event was able to be obtained. Ems arrived at the scene at 05:45am and began CPR. The patient was placed in an automatic chest compression device. Resuscitation efforts were discontinued at 6:22am because there was a return of spontaneous circulation. Device download data suggests that the lifevest was taken off of the patient during the ems resuscitation efforts. The patient arrived at the hospital at 6:30am. The patient was transferred to a different hospital at 9:35am. The patient subsequently passed away while not wearing the lifevest. A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016. Device download data shows that the patient went into periods of bradycardia and asystole beginning at 05:29:24 with intermittent response button use. The last time the response buttons were pressed was at 06:15:01. It is unknown if the response buttons were pressed by the patient. Asystole and bradycardia are considered non-treatable rhythms. At approximately 7:07am high-frequency noise was observed on both ECG channels. The source of the high-frequency noise is not known. The lifevest's battery pack was fully depleted at approximately 9:16am and the device shut down. Ems found the patient, removed the lifevest, and transported the patient to the hospital. The exact time ems found the patient is currently unknown. The patient passed away in the hospital at 3:30pm while not wearing the lifevest.